Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports intermittent issues with the mass delaminating. He states ¿sometimes the mass delaminates so much that he sees what appears to be a piece of saran wrap left behind on his skin and this material will actually cut into his stoma causing minor bleeding which resolves without intervention.¿ he said ¿this has been going on for some time and as a result he has a circumferential scar to his stoma.¿